Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the left ventricular (lv) lead implant, the lead was fixed loosely, tried several times, and dislodged. The lv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.